Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the buttons were harder to push. Customer¿s blood glucose level was unknown. The customer also reported that the insulin pump had unexplained no delivery alarm, had to rewind more than once per reservoir change at times and rewind was louder. The device will not be returned for analysis.